Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Serial number was incorrectly reported as ,(B)(4) it should have been reported as (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead was dislodged and exhibited high threshold and low sensitivity. Repositioning was attempted on (B)(6) 2017 but the helix was not functioning. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: date returned to manufacturer.